Manufacturer narrative:
Upon disassembly, corrosion was discovered in the trigger handle which can cause or contribute to the trigger sticking and causing the device to run unintentionally.

Event description:
The system 7 dual trigger rotary was returned for service. Upon evaluation at the manufacturer, the trigger stuck in causing the device to run unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.